Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and a hysteroscope was used. The scope sheath did not allow the scope to go through, as if it¿s blocked/too narrow. They had to open another one to complete the procedure. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: received one gms805 in original packaging. Lot number was verified. Performed a visual inspection, the hole for the scope to enter through is misaligned. Performed a functional inspection, the scope cannot be inserted into the device. A two-year review of similar events revealed an occurrence rate of (B)(4) for this device. A two-year lot history review found no similar events reported for this failure for this lot number. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.